Manufacturer narrative:
The device was received for evaluation. During functional testing, the device speaker did not work. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a failing rear case. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump speaker did not work. The event occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.